Event description:
It was reported that the patient presented in the emergency department after a patient notifier vibratory alert. Upon review, it was noted that the right ventricular (rv) lead exhibited high defibrillation impedance. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.